Event description:
The pump was returned to the MFR with no additional info. Device registration system indicated that the pt was deceased. The implant surgical note received from the hcp noted that the pump was implanted for treatment of intractable pain secondary to pancreatic cancer. The actual cause of death and relationship of the death to the implantable device was not reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.